Event description:
Mother of customer called to report "high" blood glucose (bg) readings despite bolus insulin doses. Mother stated the canula was kinked and believed this to be the cause of her daughter's high bg. The customer's bg was in the 400 mg/dl" range after 8 hours of wearing the pod. No further issues were identified.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.